Manufacturer narrative:
Evaluation summary: based on additional information received this complaint is not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the connected part between the adapter and body had broken. There was no patient involved.